Event description:
A hospital reported via fisher & paykel healthcare's branch office in india that a patient developed septal damage following use of the bc series nasal prongs.

Manufacturer narrative:
To further ascertain tha nature of this incident as reported, fisher & paykel healthcare ('fph') has raised an inquiry into the exact circumstances surrounding the event. We are currently awaiting a report from branch office in another country. Following receipt of the clarification sought, we will submit our findings in the form of a follow-up report.